Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. An invasive procedure was performed. An attempt to test the lead via pacing system analyzer (psa) revealed no capture. The rate/sense portion of the lead was surgically abandoned and replaced. The shock portion of the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.